Event description:
It was reported that the far left screen of the reported device had no pixels and readings were not accurate. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturing of the device or prior repair of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. No major physical damage was observed. The liquid crystal display (lcd) was blank, so the technician changed the contrast to see anything. The device was powered up and the left hand-side of the display was missing. The technician replaced the liquid crystal display (lcd) display and connector and now all pixels are present on power up. The device was rebooting due to a defective carbon dioxide (co2) pump, so the technician replaced the pump. The device had a high reading issue. The technician performed a high/low calibration, and the reading were accurate within the specification. The root cause of the reported issue was determined to be related to the customers impact to the device. The missing lcd pixels lines and the damaged pump from within the device are consistent with unit being severely impacted from a drop. As per the instruction for use (IFU), any device that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).